Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant products continued - (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2012; 4195 implantable pacing lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received an inappropriate burst of antitachycardia pacing therapy for an episode of t-wave oversensing (twos). Therapy was not withheld due to the implantable cardioverter defibrillator (ICD) not having software loaded that would allow for r wave discrimination. The clinician was advised how to obtain the software. The ICD and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.